Event description:
It was reported the patient experienced increasing pain despite the use of bolus therapy. The patient was unsatisfied with the pain relief. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and the results were they were unable to aspirate the side port. The catheter was replaced on (B)(6) 2013. It was related to device or therapy. The severity was moderate. The outcome was resolved without sequelae. The pump was delivering sufenta, bupivicaine and prialt

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2013. Product type: catheter: product ID neu_ptm_prog, serial# unknown. Product type: programmer, patient. (B)(4).